Event description:
The device was opened in the sterile field of the operating room and found to have "plastic residue" on it. The debris was removed with sterile water and sponge and the device was implanted with no complication. It will not be available for evaluation.